Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes.   Chapter 13 / page 176.  Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Patient's blood glucose (bg) levels fell to 25 mg/dl after wearing the pod for longer than 48 hours; the patient's spouse suspended insulin delivery called an ambulance. Emergency medical technicians provided patient with glucose tablets to regulate bg levels en route to the hospital, patient was taken to the emergency room, moved to cardiovascular intensive care unit and eventually was moved to inpatient care; these transitions occurred over the course of 2-3 days. Patient was diagnosed with hypoglycemia, ammonia in the blood due to a liver condition and pneumonia of the lung. Patient was seen by multiple health care providers, who treated her with "numerous antibiotics" through intravenous fluids. The pod was removed at the hospital.